Event description:
It was reported that the patient expired. The patient had a terminal illness (metastatic colon cancer) and was on hospice when she passed away. She was last seen by the physician in 2008. The death was reported to be unrelated to the implanted system. The pump was used to deliver hydromorphone, bupivacaine, and clonidine.